Event description:
The customer reported via phone call being hospitalized due to high blood glucose on (B)(6) 2015. The customer's blood glucose was 500 mg/dl, which was treated with a manual injection. The customer complained of body aches and dehydration. She stated that she woke up, she did not feel well, and her whole body hurt. She had also been sick to her stomach the night before. She did not know the exact cause of the hospitalization. She noted that she was wearing the insulin pump at the time of the event. She was hospitalized again on 5/4/15 with blood glucose of over 300 mg/dl. She complained of chest pain and difficulty breathing. She was treated with an electrocardiogram, intravenous drip and insulin; it was unclear whether the event was diabetes related. She was not wearing the insulin pump at the time of the second hospitalization. She reported that the insulin pump alarmed no delivery and she had gone through 3 infusion sets. She declined to complete troubleshooting.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.